Event description:
It was reported that the lead was noted to have a possible undefined performance issue when it was being explanted for a system upgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant product: sedr01 ipg implanted: (B)(6) 2010. (B)(4).